Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 1030-11pm, the patient parent stated that the patient¿s cgm was reading 300 mg/dl however, the patient¿s dexcom mobile app did not provide any alert or notification of the patient¿s cgm value crossing his high alert threshold. The patient was also wearing an omnipod insulin pump. The patient was vomiting and a bg meter reading was taken and found to be 576 mg/dl. The patient¿s parent then gave the patient 9 units of insulin via injection and then took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 496 mg/dl and the patient was diagnosed with dka. The patient was treated with an unspecified anti-nausea and IV fluids. The patient was then transferred to a children¿s hospital. At that hospital, the patient¿s bg meter reading was 400-500 mg/dl. The patient was further treated with IV dextrose, IV fluids, and IV insulin. The patient was discharged on (B)(6) 2026 around 3am. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.